Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained the two high bg rule. A day the customer called back to perform the high-pressure test and passed. The customer stated that their bgs were high the day of the call, but customer gave a bolus and it came back down. Advised to continue monitoring bgs and called to the help line for further assistance if needed.